Manufacturer narrative:
(B)(4). The device was returned with the tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. Dry body fluids were observed on the shaft and handle. The reported complaint was for activation issues. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. The blade tip was likely broken off after use but before being received by the lab. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a pancreas resection procedure, the device stopped working just at the start of the pancreas operation. The generator said, to change the instrument. They changed harmonic to the another, and it had the same problem. Another device was used to complete the procedure. There were no adverse consequences for the patient.